Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: dtba1d1 ICD. Implanted: (B)(6) 2014. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high defibrillation impedance, exceeding 100 ohms. It was noted that the rv coil impedance has been fluctuating between 75-100 ohms since about a year ago. The lead remains in use. No patient complications have been reported as a result of this event.